Event description:
Twice the unit has had problems with the defib pads. When they come apart, bare wires are exposed. Burns could occur. This is without any problems with pulling them from the container. Quik-combo electrodes. Was not used on patient therefore no harm to patient.